Manufacturer narrative:
(B)(4). Upon follow up, it was reported the pd catheter was removed, dianeal therapies were discontinued and the patient was changed to hemodialysis (unreported dates). The patient was discharged from the hospital on the ¿first days¿ of the same month this report was received. On an unreported date, the patient was recovered from the bacterial peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The peritonitis event was manifested by cloudy peritoneal dialysis (pd) effluent. On the same day, the patient began treatment for the peritonitis with cefazolin (1 gram, intraperitoneally, frequency not reported) and amikacin (100mg, intraperitoneally, frequency not reported). On an unreported date (same month as onset), the patient was hospitalized due to ongoing cloudy pd effluent. Eleven days after the peritonitis onset and during hospitalization, cefazolin and amikacin treatments were discontinued and the patient began treatments for the peritonitis with vancomycin and meropenem (doses, frequencies and routes not reported). At the time of this report, the patient remained hospitalized for the event and their pd catheter was scheduled to be discontinued. The outcome of the peritonitis was unknown. No additional information is available.